Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2 (inadvertently selected healthcare professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the analysis, results of the actual product and the results of past surveys, it is possible that the phenomenon occurred by the following mechanism: 1. The seal and cut output was performed with the gripper closed without gripping the tissue (including after the tissue was cut), so the tissue pad was worn and peeled off. 2. Due to the wear of the tissue pad, the non-insulated part and the probe tip came into contact. 3.the output was activated in seal & cut mode in state of description stated above. Therefore, scratches (contact marks) were made on the probe and the grasping section, indicating that they came into contact with each other. Also, error was detected. 4. The load of seal-and-cut output and tissue grip was applied to the probe, causing cracks to occur starting from scratches (contact marks). 5.a force was applied to the probe causing it to break. The event can be detected/prevented by following the instructions for use which state: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Do not close the gripping part and seal and cut output when nothing is grasped between the gripping part and the probe tip, or when it is not possible to confirm whether the living tissue or blood vessel being grasped has been incised. Due to abnormal heat generation caused by friction between the gripping part and the probe tip, the gripping part and the probe tip may be damaged, deformed, or falling off, and part of the tissue pad may peel off, leading to severe wear. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. When treating living tissues or blood vessels in seal-and-cut mode, make an incision with light tension so that the incision can be seen. Also, when it is cut off, stop the output immediately. Otherwise, abnormal heat generation due to friction between the tissue pad and the probe tip may lead to damage, deformation, or disconnection of the gripping part (both the stainless-steel part and the fluoropolymer part) and the probe tip, or a part of the tissue pad may peel off". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. The probe broke 10mm from the tip. In addition to this, other evaluation findings are as follows: there were scratches around the broken part of the probe; the crack on the fractured surface of the probe had grown; and the tissue pad was worn with parts peeling off. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the ultrasonic surgical device probe broke during a therapeutic total laparoscopic hysterectomy procedure. None of the pieces fell into the patient's body, and all the fallen pieces were collected. The procedure was completed with no delay using a replacement device. There was no report of patient harm.